Manufacturer narrative:
D10: serial number item number and full description (B)(6), 200-02-32 - three peg patella 32mm, (B)(6), 02-010-01-0220 - logic femoral ps cem left sz 2, (B)(6), 02-012-39-2010 - logic tibia fin tray cem sz 2f/1t. The reason for the revision reported cannot be confirmed from the information provided but may be the result of prosthesis wear, femoral loosening, and tibial loosening or due to inclusion of the polyethylene in the packaging recall. Potential contributions of user and patient-related considerations to the event could not be assessed as the devices were not available for evaluation and images and radiographs were not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Event description:
It was reported via legal documentation that approximately 46 months after a left total knee replacement procedure, the patient underwent a revision procedure to address polyethylene wear, pain, and component loosening. Initial surgery and revision surgery operative notes were provided. Patient left the operating room in stable condition. No further issues or complications were reported. No additional information is available.